Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 260 and blood glucose was 560 mg/dl, which was treated with bolus and manual injection. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer also declined high pressure test. Customer was not able to complete troubleshooting due to getting ready to go into surgery.